Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges rail is not locking. The customer was having an issue releasing the pin. The pin was replaced and the bed is now in working condition. The rail arm was replaced on the side of the bed. He did not have the serial number to disclose at this time. MDR filed.

Manufacturer narrative:
(B)(4) - has been initiated for this issue. The malfunction has not been confirmed.